Event description:
Material#: 309680, batch#: 3179345. It was reported by the customer that an associated identified one x 50 ml syringe (out of twenty syringes in the bulk convenience pak) had plastic particulate on the inside/top of syringe barrel. On initial syringe inspection, no broken pieces missing from 50 ml syringe. Verbatim: bd 50 ml syringe luer-lok tip bulk sterile syringe convenience pak (ref 309680, lot 3179345, exp 2028-06-30). On 9/22/23, an associated identified one x 50 ml syringe (out of twenty syringes in the bulk convenience pak) had plastic particulate on the inside/top of syringe barrel. On initial syringe inspection, no broken pieces missing from 50 ml syringe. No patient harm. Syringe issue was escalated and removed from IV complex. Pictures and sample will be sent by customer.

Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed that there was a piece of broken plunger rod within the syringe. Bd determined that the cause of the failure was likely a jam during the plunger rod assembly process, causing the plunger rod to break. As a result, a piece of the plunger rod broke free inside the syringe. The associates responsible for the production of this product will be made aware of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd luer-lok¿ syringe had foreign matter. The following was received from the initial reporter: on (B)(6) 2023, an associated identified one x 50 ml syringe (out of twenty syringes in the bulk convenience pak) had plastic particulate on the inside/top of syringe barrel. No patient harm.